Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received no delivery alarm. The customer's blood glucose was 12.5 mmol/l at the time of incident. Troubleshooting was performed for no delivery alarm. The customer was advised to rewind the insulin pump and insert the reservoir and run a manual prime and the insulin pump did not alarm no delivery with manual prime. The customer was advised that the issue was resolved by changing the reservoir. The device is not expected to be returned for analysis.